Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biolox head, unknown part and lot. Unknown cup, unknown part and lot. Unknown stem, unknown part and lot. The products will not be returned for evaluation as the hospital did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to unknown reasons and a second revision several years later due to dislocation. A new liner and head were implanted without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial tha was performed on an unknown date, as well as the first revision. A second revision occurred due to recurrent dislocations. The stem and shell were well fixed. A new ceramic head and constrained liner were placed upon completion. Visual examination of the provided picture identified a constrained liner and ceramic head were explanted and are covered in bio debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.